Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the ipg was unable to communicate with the external devices. The patient last received stimulation approximately one week ago. The patient last recharged the ipg approximately a week and a half ago and usually recharges the ipg once a week for 1.5 hours. Troubleshooting was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed.